Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. While prepping to insert, a purge cassette was generating no pressure during preparation of the device. It is unknown how the priming issue was resolved. No patient harm was reported.